Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a needle mechanism failure or high blood glucose levels. The reported events could not be conclusively determined.

Event description:
It was reported that a patient¿s blood glucose (bg) reached 394 mg/dl while wearing the pod between 4 and 24 hours. While patient was reporting this pod for (high bgs), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied. The patient also stated they were heading to the ER to obtain insulin. No information was provided about the event. Document increase in bg levels from pdm records or as described by the caller: (B)(6).